Event description:
It was reported that the external pulse generator (epg) cables were "broken." Of note, the plastic screw knob showed "physical breakage." The hospital had recently revised their cleaning/sterilization process and noted the cables were "breaking" following the sterilization process. The cables will be returned. No patient involvement or complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4). This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event; heart wire connector negative locking wheel is broken off. Case halves are separated and "patinaed." Cable is twisted. Cable continuity tests ok. No intermittent connection found when cable is bent / manipulated. Connections were not shorting out between themselves.

Event description:
The cables were returned.